Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify for each file/cat how many vicryl suture devices broke post-op on one cat? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by vet that a cat underwent an ovariectomy in (B)(6) 2020 and the suture was used. After 2 or 3 days following the surgery, the breakage of the suture occurred. The suture broke on the wire length; the nodes of the cutaneous thread were intact. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/30/2020. Additional information was requested and the following was obtained: could you please confirm what is the current condition of the third cat? The wounds were cleaned and cutaneous staples were implanted to close the skin. The scar evolution was normal.